Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference or/and user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 125-170mg/dl fasting. Verified the strips expire 10/14/2018. Customer confirms the strips have been properly stored in the dining room and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Customer only has two readings in the meters memory and is concerned with both readings.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 125-170mg/dl fasting. Verified the strips expire 10/14/2018. Customer confirms the strips have been properly stored in the diningroom and were first opened (B)(6) 2016. Reviewed meter memory 1:54mg/dl (B)(6) 2016 12:00:00 pm fasting:yes. 2:196mg/dl (B)(6) 2016 05:00:00 pm fasting:yes. Customer only has two readings in the meters memory and is concerned with both readings.